Event description:
Related manufacture reference number: 2017865-2022-04660. It was reported that the patient presented remotely. Review of transmission revealed that the patient's atrial lead and right ventricular lead exhibited noise. The reported leads were capped and replaced on (B)(6) 2022. The patient was in stable condition.